Event description:
Same case as MDR ID#: 2134265-2013-06148; 2134265-2013-06150. (B)(4) study. It was reported following a percutaneous coronary intervention,cardiac chest pain and restenosis occurred. In (B)(6) 2013 the subject presented with unstable angina and cardiac catheterization was recommended. The index procedure was performed. The target lesion# 1 was located in the proximal left anterior descending artery extending into the mid left anterior descending artery with 99 % stenosis and was 17.0 mm long with a reference vessel diameter of 3.0 mm. The physician treated with pre-dilatation and direct placement of 3.00 x 20 mm and 3.00 x 20 mm study stents, with 0% residual stenosis. The target lesion# 2 was located in the 1st diagonal branch segment with 99% stenosis, and was 23mm long with reference vessel diameter of 2.50 mm. The physician treated with pre-dilatation and direct placement of 2.50 x 24 mm study stent, with 0% residual stenosis. One day post procedure the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the subject was hospitalized for the event of ¿cardiac chest pain¿. The subject was treated with medication and underwent percutaneous coronary intervention to the proximal left anterior descending (lad) artery and also with the first diagonal branch segment . The subject was recovering and the event was resolving.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-06148; 2134265-2013-06150. It was further reported that in (B)(6) 2013, the site reported an event of coronary atherosclerotic heart disease. Eight days post hospitalization, the patient recovered and the event resolved. The patient was discharged on the same day. It was initial reported that the subject presented with unstable angina the correct information should have been the subject present with stable angina.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the proximal left anterior descending (lad) artery was treated with a 3.5 x 24mm promus element stent and the site confirmed that no target vessel revascularization was performed on the 1st diagonal branch.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-06148 and 2134265-2013-06150. It was further reported that target lesion #2 was a bifurcation of the target lesion #1. On (B)(6) 2013, one day post hospitalization, angiography was performed which revealed 85% stenosis in the proximal left anterior descending artery (lad) and 95% stenosis in the 1st diagonal. Subsequently, the patient was treated with placement of 3.5 x 24 mm promus element stent to proximal lad with 0% residual stenosis post intervention and balloon angioplasty to 1st diagonal with 0% residual stenosis.

Manufacturer narrative:
(B)(4).